Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; g3; h2; h3; h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: display was stuck on the olympus logo screen; failure of the dp board (printed circuit board). A root cause could not identified. Based on the results of the investigation, the most probable cause was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an entirely blank display. The issue occurred during set up of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.